Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? What is meant by, ¿stapler stuck?¿ was the procedure aborted? Was a re-op done? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? Can more information be provided about staple form? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the stapler stuck making the procedure impossible to finish. Procedure: unknown.

Manufacturer narrative:
(B)(4). Date sent: 04/05/2023. Additional information was requested, and the following was received: what were the indications for surgery?intestine ca. What surgical procedure was performed? Rectosigmoodectomy. What is meant by, ¿stapler stuck?¿ the stapler did not fulfill its function of releasing the staples. Was the procedure aborted? No, another stapler was opened to finish the surgery. Was there any clinical impact to the patient? No. Did the patient receive any preoperative chemotherapy or radiation? No information available. When was the staple retaining cap removed? No information available. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Manufacturer's indication. Was the device difficult to close? No. Was the device closed and repositioned multiple times prior to firing? No. Was a re-op done? No. Was the device difficult to fire? No. Was the distal transection completed in one or multiple firings? Just one firing. Can more information be provided about staple form? Material was discarded in the hospital. What is the current status of the patient? Patient is fine. Upon review of the information provided in h10, it was concluded that this event does not meet the defined criteria for an adverse event and is being captured as a reportable malfunction.